Manufacturer narrative:
. Patient had an uneventful explant. Patient is happy and the lens was sent to an outside source for examination. Examination of the lens by the outside source indicated they did not see any issues with the lens and feels it (the explant/event) had nothing to do with the lens. A new lens was implanted, model sn60wf. The lens will be sent to abbott medical optics. The results of an examination (of lens photos and lens itself) by the outside source, which was chosen by the doctor, noted: ''it is difficult to judge based on the photos, but it appears that those are within the optic (and therefore look more like large glistenings). I have not seen this with your lens so far. It is still in solution under body temperature, and I will check one more time. In the past when there were large glistenings formation in acrysof lenses observed clinically, we were able to reproduce those in the lab by doing the same procedure. The lens was sent dry inside of a plastic vial. Light microscopy basically showed the presence of crystals that probably corresponded to ovd and/or bss dried on the lens surface. No intraoptical vacuole-like formation was present. We put the lens in solution inside an oven at body temperature. Three (3) hours later, we removed the lens from solution and immediately checked it under the light microscope again. Other than a minor haze (temperature-related), the surface crystals had been washed and there were no intraoptical vacuole-like formation. The few small bubbles in the photos was because there was residual water around the lens. We will keep the lens in solution at body temperature and check on it again next week.'' All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient underwent an explant of the intraocular lens (iol) due to visual disturbances. On gonioscopic examination a bunch of dots were noted on the surface of the lens. At explant, the zonules appeared weakened. The doctor placed a capsular tension ring in the bag to hold the bag in place. The incision was enlarged and a suture was placed. Post operatively the patient was reported to be doing fine.

Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification at the manufacturing site. Visual inspection revealed that the lens was cut in half. No cosmetic conditions related with manufacturing process were identified in the returned sample. The condition of the returned lens was consistent with a lens that has been explanted from the patient's eye. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed. All process operations from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The sub assembly manufacturing record was reviewed and showed all results within an acceptable haze level. No deviations were reported. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.